Event description:
It was reported that there was an increase in high voltage coil impedance, and a patient alert was triggered. It was also reported that the patient received inappropriate therapy. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted the distal conductor was fractured, the defib conductor was distorted, several conductors had blood/body fluid (not obstructed), the defib conductor was fractured (overstress), the outer tubing overlay had cosmetic environmental stress cracking (esc), and the outer insulation had a cosmetic depression.